Event description:
On assessment a nurse noticed blood in extension tubing of iabp. Shortly after iabp alarmed, "low vacuum" twice followed by "blood detected" alarm and iabp stopped pumping. Dr. (B)(6) was notified and attempted to remove iab catheter from rt groin encountered resistance and could not remove. Called vascular surgeon to take pt to surgery for cutdown to remove catheter. Pt had to have a CT prior to surgery to determine if the catheter was stuck in the aorta or the iliac. Pt was then taken to surgery where a cutdown in the rt groin was performed iab catheter removed and rt cfa repair down with bovine pericardium. Pt was stable upon return from operating room. Catheter was noted to have hard granulation inside the balloon itself suspecting hole in balloon had occured sometime earlier. On (B)(6) nurse noted a few dark old blood specs in extension and notified physician who said to watch it but that he couldn't remove the catheter as pt's platelets were too low. Over the next 36 hours only 2 alarms sounded to check iab catheter but then restarted. No alarms for gas loss, blood detected or low vacuum until (B)(6) at 9am.